Event description:
It was reported that the iqvia technician stated that during initial functional testing before update the arctic sun device displayed alarm 41 (low internal flow). Per wo notes, circulation pump command (cpc) was at 100 percentage, inlet pressure (ip) was -0.1, flow rate (fr) was 0. Failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.